Event description:
It was reported that the patient was admitted to the hospital after suffering from bacteremia while experiencing the symptoms of fevers, chills, urinary incontinence and altered mental status(ams). The patient had blood cultures drawn on (B)(6) 2022 and enterococcus faecalis was found. Treatment was then performed with ampicillin and rocephin and the blood cultures cleared. The patient was discharged on (B)(6) 2022 on IV ampicillin through (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was upgraded on the transplant list to status 2 due to the bacteremia, as well as for recurrent gastrointestinal bleeding.

Manufacturer narrative:
Section b5: recurrent gastrointestinal bleeding is reported under MFR #'s 2916596-2022-12922, 2916596-2022-13933, 2916596-2022-13936, 2916596-2022-13942, and 2916596-2022-13944. The patient was transplanted which is reported under MFR # 2916596-2022-12921. No further information was provided. The manufacturer is closing the file on this event.